Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to resolve the occlusion alarms. The customer experienced blood glucose (bg) levels ranging between 300-400 mg/dl and trace to moderate levels of ketones. Correction boluses via the pump were delivered and manual injections were administered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.